Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they have an open bite that seems to be getting worse since starting treatment and their dds is concerned about their open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.